Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being applied to the bronchi during a thoracoscopic wedge-shaped lobectomy, the device was unable to fire and the handle could not be squeezed. There was no patient injury.